Event description:
We received an allegation of discrepant results for 1 patient tested with ldhi2 lactate dehydrogenase acc, to ifcc ver.2 (ldhi2) assay on cobas 8000 c702 module. The following results were reported: initial result: 1053 u/l test . Result with auto dilution and auto verified: 21 u/l . Repeat result: 1093 u/l. The result of 21 u/l was reported outside the laboratory. The repeated result of 1093 u/l is deemed to be correct. The ldhi2 reagent lot number was 673221. The expiration date was not provided.

Manufacturer narrative:
The last calibration performed was on (B)(6) 2023 and was within range. Qc was performed and was acceptable. The alarm trace showed multiple abnormal aspiration, alarms noted on the date of the event around the time sample was processed. The field service engineer (fse) found that the cause was a misaligned sample mechanism. The fse checked all sample mechanism adjustments and inspected the sample probe. The customer ran calibration and qc. And all results were within specifications. The service actions resolved the issue.